Manufacturer narrative:
The device will not be returned as the patient discarded the product.

Event description:
A distributor received information from a patient that his dog chewed the tubing and now it is leaking. Customer support had the patient power off the pump and clamp the line. The patient was instructed to reach out to the anesthesia team at the facility for further guidance. A good faith effort on (B)(6) 2023 indicated the patient went to the clinic and had the tubing replaced, no doses were lost the event resulted in minimal delay. There was no report of harm to the patient. No further details were provided. Medication is unknown. The tubing was discarded and will not be returned.